Event description:
The manufacturer received information that a trilogy 100 ventilator was returned for service. There was no serious patient harm or injury that occurred or was reported. The device was evaluated at a third-party service center. Upon receipt, the handle o-ring kit and rubber feet were noted to be missing. During functional testing, the device failed due to errors identified in the event log. The device log files were successfully downloaded and reviewed. Review of the logs identified a ¿ventilator service required¿ alarm associated with a failure in the system pca¿cpu daughter card vpowerfail circuit. Further investigation determined that the system cpu printed circuit assembly (pca) required replacement to resolve the issue. Additionally, unrelated to the reportable malfunction, the rubber feet and handle o-ring were replaced due to these parts missing on the device. Following the repair, the device passed all testing.